Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead exhibited pacing impedance that was trending upward and was noted to be high. Additionally, rv lead oversensing was noted as short v-v intervals were seen. A fracture of the rv lead was suspected. The rv lead was reprogrammed and then capped/replaced. No patient complications have been reported as a result of this event.